Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was running due to oversensed low level noise. Technical services (ts) was contacted and recommended follow up with x rays to confirm device position. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.